Event description:
The reporter stated the surgeon attempted to insert a 12.6mm micl12.6 implantable collamer lens but the lens became stuck in the cartridge and the surgeon was unable to push the lens through. When the surgeon was able to push the lens out, the haptics were torn off. There was no pt contact.

Manufacturer narrative:
Eval: results: a lens work order search was performed and no similar complaints were found.